Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Concomitant medical products - multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00413, 3002806535-2018-00415. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported by the hospital that a patient underwent an initial right hip replacement procedure. Subsequently a revision procedure was performed due to elevated metal ion levels.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Products have been returned to biomet UK ltd for evaluation and forwarded to a research engineer for evaluation, who has reported as follows: a 46 mm recap magnum acetabular shell, m2a-magnum modular femoral head and a m2a-magnum taper adapter were revised after 6 years and 8 months due to ¿pain and elevated metal ion levels¿. The exact numerical values of these levels have not been provided. Both the femoral head and acetabular shell have scratches on their articulating surfaces that may be indicative of third-body wear. In addition to this, the femoral head displays a wear stripe. This is known to occur due to sub-optimal positioning of the acetabular component or if the patient has a degree of joint laxity, which may lead to excessive wear and explain the reported elevated metal ion levels. However this cannot be confirmed in this case with the available information. The revised taper adapter displayed grey/brown residue which suggests that a fretting or galling process may have occurred at this interface. Factors which may contribute to this include assembly conditions and component positioning. Further assessment of the surgical, radiographic and patient information is required in order to determine the root cause for revision. Biomet UK have not been provided with any radiological materials or supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported.